Event description:
It was reported that there was an electrical grounding issue that was allegedly causing interference with the customer's monitoring system. It was reported distortion lines were seen across the systems and the stretchers would not be used until the issues were rectified. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.